Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a low battery alert and the pump initially appeared not to charge, with the charger light solid, and after guidance to try a different household outlet and charge for 15¿30 minutes, the user and their caregiver confirmed the pump was charging; this aligns with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a power source problem consistent with a charging problem localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.